Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient killed the app, reset the smart device, and open the g5 app which was unsuccessful. Dexcom representative advised patient to turn off/on wifi and bluetooth in the smart device's settings and the connection was restored. No additional patient or event information is available.